Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported an afx2 device implanted on (B)(6) 2017 was expired. The expiration date of the device was 02/02/2017. There is no reported injury or harm to the patient.